Event description:
It was reported that the surgeon had a patient with prior acl reconstruction describing pain on the tibia by the tunnel and screw site. He brought the patient in on (B)(6) 2014 for a follow up surgery. When he scoped the knee the acl was intact but when he incised the tunnel site "white-like" clumps and puss leaked out of the tunnel. He said he could see an empty cavity where he noticed threads in the tunnel where it appeared the screw would be. The initial surgery was on (B)(6) 2012.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Customer will not return the device.